Event description:
The pt's ins was moved to the abdominal area about 1 year ago. After that surgery, his body started "rejecting" his device and the device system was removed 2 weeks later. While the device was implanted, it helped his pain a lot. Add'l info has been requested.

Manufacturer narrative:
(B)(4).